Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The returned axium prime coil implant coil wire was found broken and the polypropylene tip was missing and not returned for analysis. This condition was not reported at time of the event. The axium prime coil was returned for analysis within a dispenser coil and within an introducer sheath. No damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pushwire. The axium prime implant coil was found to be severely stretched within the introducer sheath with the polypropylene filament broken. The implant coil wire was found broken and the polypropylene tip was missing. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the returned device analysis and reported information we were unable to determined the cause of the event. It is likely that the damage to the axium prime implant coil occurred during the attempt to advance/retract the coil through the micro catheter against the reported resistance. The axium prime coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil felt resistance in the catheter. The coil felt resistance in the middle part of the catheter. The patient underwent embolization treatment for a unruptured saccular anterior communicating artery, measuring 5.23mmx3.0mm. The vessel was observed normal tortuous. The patient¿s blood flow was normal. It was reported that the physician parked the micro catheter inside the aneurysm. Decided to take axium prime 3d 5x15 as the first coil. While pushing the coil inside the micro catheter physician felt resistance. He decided to pull back the coil and made another attempt. Still resistance was felt. After repeated maneuvers he felt resistance while pushing the coil inside the micro catheter. So he decided to take out the coil and another coil of same size was taken from different manufacturer and procedure was completed with multiple size of coils. No patient injury was reported. Evaluation of the returned device found that implant coil wire was found broken and the polypropylene tip was missing.